Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product or a picture was not provided. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed based only on the information provided. To perform an investigation and determine the source of defect reported, it is necessary to evaluate the sample involved on this complaint. However material from current inventory at the manufacturing facility was functionally inspected and no issues were detected that can lead this customer complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer reports that the medication does not nebulize. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a white residue inside the jar, cap, and jet. No other issues were found. A functional inspection was performed to determine if the nebulizer was misting. 5cc of water was added to the returned nebulizer unit and the tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. Functional testing indicated a mist was produced from the chamber of the nebulizer and that the tubing did not pop off of the flow meter. The reported complaint that the nebulizer did not mist could not be confirmed. A DHR review could not be conducted since the lot number was not provided. The investigation of the returned sample found no evidence to suggest a manufacturing related cause as no functional issues were found with the returned sample.

Event description:
The customer reports that the medication does not nebulize. No patient injury/harm reported.